Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse noted that the sample wheel cover was not properly placed on the system. The sample wheel cover was properly seated. The customer was previously alerted to this scenario. The root cause of this event appears to be sample wheel cover misalignment contributing to improper modular chemistry probe height clearance. This is one of nine medwatch reports being submitted as the customer provided data for nine individual patient events. Reference the MDR numbers below for all associated events: MDR# 2050012-2011-02687, 02750, 02751, 02753, 02754, 02755, 02756, 02757. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events.

Event description:
Customer reported that erroneously low glucose results were generated by the unicel dxc 600 synchron system. The initial result was reported out of the laboratory. The sample was retested on another dxc system and yielded results within expectations. Amended results were reported. Quality controls were within specification prior to and after the event. It is not known if there was any change to the patients' care or treatment. There is no report of any serious injury or need for medical intervention to prevent or preclude serious injury related to this event.